Event description:
It was reported there had been ¿several early replacements¿ of primary cell implantable neurostimulators (inss). No further information was provided at the time of initial report; however, additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
It was later reported that the health care provider (hcp) could not give accurate answers for how many early replacements occurred.

Manufacturer narrative:
(B)(4).